Event description:
Customer had a fasting lab comparison performed. The customers device read 176mg/dl and 30 minutes later a lab was done with a result of 110mg/dl. Control one was in range. A request was made for the return of the suspect device and replacement product was sent.